Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Based on device history documents, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. The impactor strike plate had fractured from the body as stated in the complaint. This product failure occurred due to excessive impactions. Review of the complaint history determined that no further action is required as no were trends identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation state this kind of event can occur: general. Surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
It was reported that during an initial comprehensive reverse shoulder procedure on (B)(6) 2015, the strike plate fractured from the handle on the mini baseplate inserter. No fractured pieces fell into the patient. The procedure was completed without any delay. No additional patient consequences were reported. Attempts have been made and no further information has been provided.